Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: there were 2 cs 064-0001 alarms recorded in history only. No alarms reproduced during investigation. Opened pump and removed from case. No internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.